Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a procedure, to remove thrombus from the popliteal to left femoral vein. The jeti aspiration saline drive unit (sdu) was used. Initially, the sdu was working appropriately; however, during use, the sdu turned off. It was noted that the power cord that plugs into the sdu connection was loose. It was pushed back in, the system was turned back on, and the device worked appropriately during the rest of the procedure. There was no adverse patient effect or clinically significant delay. After the procedure, troubleshooting was performed on the sdu. The sdu was plugged in and turned on. The power cord was loosed and was pushed in; the device began to spark. The device was not being used in a procedure at this time, so there was no patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose connection, power problem and sparking were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.